Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description air in line detailed inquiry description helped troubleshoot active ail alarm with staff at bedside. The clinician reported she had already primed the line with 11ml prior. Recommended removing tubing to check for air. Upon removal, air was noted in the sensory spot and cartridge part of the line. The nurse flicked the line with her finger and the air went back up into the bag. She used an alcohol wipe to clean the air sensor before reinserting the tubing. After the pump was restarted it ran without issue. The tubing was the lower y site. No injury reported.